Event description:
Complainant alleged that during biomed testing the device displayed a red "x" powered down inappropriately and failed the self-test. Complainant indicated that there was no patient involvement in the reported malfunction.